Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an cerebral spinal fluid leak after the physician attempted to access the epidural space with a coude needle. As a result, the procedure was abandoned and a blood patch was performed. The patient is in post-op and plans to reattempt at a later date.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-00106.

Event description:
Follow up revealed that the patient has fully recovered over time from the cerebral spinal fluid leak.